Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation. Reporter institution phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
The customer reported a speaker malfunction. The device was not in use at time of event, there was no adverse event reported.

Manufacturer narrative:
The philips remote support engineer spoke to the customer and confirmed the speaker malfunction - no sound was coming from the device. The speaker malfunction issue was found at the startup of the device before use on a patient. A replacement speaker was sent to the customer. The speaker has been replaced and the device is functioning as intended.